Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room after received high voltage therapy. A remote transmission was reviewed and noted the therapies were received for a rhythm with a rapid ventricular response that was detected as ventricular fibrillation. The patient was transferred to another facility, the device was interrogated and reprogramming was performed as well as a new wavelet obtained from detection criteria. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.